Event description:
The manufacturer received information that a ventilator's lcd screen was blank. There was no harm or injury reported. There was no serial number provided for the device. Repeated attempts have been made to obtain further information and to have the device returned for evaluation; however, these attempts have been unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.